Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed during the review of provided device data logs. However, without return of the device, component root cause analysis could not be performed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.